Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. Visual evaluation of the returned sample noted 1 opened medium arcticgel pad kit with original packaging label. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Hydrogel had separated from the pad and adhered to the liner on the right thigh pad. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel film peeled off with gel attached. Hospital was requesting new pads. Pads was not used on patient.